Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temperature - moisture ingress with damage) issue. It was reported that the display was damaged, that moisture ingress was located behind the display and that the pump became warm, all of which occurred after the patient went swimming while wearing the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-jun-2018 with the following findings: the battery compartment was found to be cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed on the display screen inside the pump. The pump powered up to an unresponsive keypad due to moisture corrosion. Investigators were unable to adequately investigate reported ¿temperature¿ complaint due to these issue. A leak test failed due a battery compartment leak. The pump¿s cover was removed; further moisture corrosion was found to the power printed circuit board and to the ir circuit.